Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from catheter. Block h10: investigation results visual examination of the returned complaint device noted the clip assembly was attached to the control wire. Additionally, the capsule was observed to be stuck on the bushing, indicating that the clip assembly would not have been able to release from the catheter during attempted deployment. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, there was an failure of the deployment mechanism and the clip was unable to be released. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, there was an failure of the deployment mechanism and the clip was unable to be released. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.